Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, the balloon would not deflate while device was inside the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood and fluid in the balloon and lumen. The tip, balloon, markerbands, and proximal bond were microscopically inspected. Inspection revealed a circumferential tear that was about 1mm in length and 20mm proximal from the distal markerband. Functional testing consisted of an inflation device filled with water was used to try to inflate the device to rated burst pressure (rbp), but the sterling balloon could not maintain any pressure, due to the hole in the balloon. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. A 7.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, the balloon would not deflate while device was inside the patient's body. No patient complications were reported.